Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was prepared for use in a procedure. According to the complainant, the nurse tested the needle outside the patient and saw that the needle "didn't come out" of the catheter. The procedure was completed with another interject injection therapy needle. This event has been deemed a reportable event based on the investigation results; the needle was slightly extended from the distal end of the outer extrusion and could not be retracted.

Manufacturer narrative:
A visual evaluation of the returned device found that the needle was slightly extended from the distal end of the outer extrusion. The outer extrusion was bent and kinked in two locations. A functional evaluation found that the needle could not be retracted. The inner hub could be actuated, but the needle would not extend or retract. There was a slight resistance when the inner hub was actuated. The inner hub and extrusion were pulled from the outer for examination. The inner hub detached from the inner sheath during removal from the outer hub. There were no kinks detected on the inner extrusion. The inner sheath was bent near the distal end. It appears that the device inner sheath and outer extrusion became bent causing the components to bind against each other, thus not allowing the needle to extend properly. (B)(4).